Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient had an initial right tka, subsequently, the patient was revised approximately two years post-implantation due to loosening and noise. A loose screw was identified. The surgeon dictated, ¿the cause of the screw dislocation remains unknown."

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Will be returned.

Event description:
It was reported that the patient had an initial surgery approximately three years ago. About a year later the patient stated hearing a squeaky noise. Subsequently, about a month ago the patient had a revision due to a loose screw.

Manufacturer narrative:
Reported event was confirmed by review of medical records received. Review of the available records identified the following: no intra-operative complication noted during both primary and revision surgery. The patient underwent revision surgery for instability and squeaky noise. During intra-ops, the surgeon noted disassociation and loosening of locking screw. Therefore, the articular surface was revised from 12 mm to 14mm due to address medial/later instability. Visual evaluation of lcck articular surface with locking screw exhibit signs of being implanted wear damage and noted small pieces were fractured off at the outer edge of the distal surface. Dimensional was conforming to print where measure. Per package insert: the loosening of screw and instability are known adverse effect of this system. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.